Event description:
It was reported that during an abdominoplasty procedure, the staples applied by three skin staplers from the same lot failed to close properly. The case was carried out and finished by using a fourth device from a different lot number. There were no adverse patient consequences. The devices involved were discarded by the hospital and won't be returning. No adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. With this information, the manufacturing related records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.